Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and non-calcified vein side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.